Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.

Event description:
The customer reported that their device was locking up when attempting to switch from having the therapy cable assembly connected to having the hard paddles assembly connected. The device also had its service indicator illuminated and was logging an event code which affects critical functionality of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.